Manufacturer narrative:
The device was received for evaluation. During functional testing, the error code 21502 was reproduced when powering on the device. A flange sensor test was performed with failing results. A review of the event history log observed multiple occurrences of error code 21502. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a sensor failure. To resolve this issue, the top enclosure will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21502 (flange sensor error). This event occurred during servicing/testing. There was no patient involvement. No additional information is available.